Event description:
The customer reported that the insulin pump was submerged in water and there was liquid underneath the screen. Also, the customer reported that the buttons were unresponsive and the time and daily totals were erased. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded electronic and motor assembly. Further testing was not performed due to the blank display.